Manufacturer narrative:
Vyaire file identification: any additional information received from the customer will be included in a follow up report. The unit fails movement reliability test. Alarm 315 is activated 28 times. Visible in the logs that alarm 315 inspirational valve or device leaky occurred twice during start up self test. The customer was provided with a new inspiratory block to resolve the reported issue.

Event description:
Customer reported alarm 315 inspiration valve or device leaky. The unit is still in clinical use and shows a leak of 20%. There is a patient involvement in this reported event. As of this time no information about patient harm.